Manufacturer narrative:
The catheter was received in one segment. Under microscope inspection two separate holes were found side-by-side in an area 11.5 cm from the proximal end. It was not possible to determine how these holes may have occurred but they seem to be the results of some type of mechanical force. The holes were not related to the manufacture of the catheter. Analysis concluded the catheter body had user related holes.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from health care provider via representative regarding a female patient (report age was (B)(6)) in (B)(6) who was receiving baclofen 2000 mcg/ml at a date of 108 mcg/day via an implantable pump. The patient's disease was noted as dystonia. Other medications taken at the time of the event was reported at "no". It was reported that the patient was implanted with the "tdd" on (B)(6) 2015 due to itb. It worked normal and the effect was good. The event, reported as (B)(6) 2016, was related to the "device". The drug delivery "pipeline was fall off from the spine" and could not deliver the medicine. The patient's family member "found patient's muscle tone enhancement and appeared present stage reaction of baclofen". The pump worked normally during testing. An x-ray showed that the tip of the catheter had been separated from the subarachnoid space. The normal location was in t5. The normal activity did not have such a large movement of the tip of the catheter. The sales representative suspected the catheter toughness was too poor or tissue rejection reaction was too large. A re-operation occurred on (B)(6) 2016 in which the catheter was replaced and a new drug delivery "pipeline" was implanted. Although the patient was impacted, the patient's current status was reported as "normal". Reportedly at some point there was 50% or greater symptom reduction. Of note, pre-operatively there was also report of a packaging defect prior to opening the product in which the product was inspected prior to use and no abnormalities were noted. Additional information was being requested to clarify the patient's age, packing defect, implanted therapy systems at the time of the event, medical history, concomitant medications, pre-operative symptoms, troubleshooting, and untranslated information. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The representative indicated there was no package normality observed before opening. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative indicated there was no package abnormality observed before opening.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), product type: pump. Product ID 8731sc, implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-03, additional information was received from the health care provider via the company representative that the patient¿s date of birth was (B)(6) 2010. The patient¿s body was trembling and experienced limb stiffness. Torsion degree was restored to the previous level and the trembling disappeared. An x-ray showed that the catheter tip was not in the subarachnoid space. The patient had a re-operation, and it was found that the catheter was from the original puncture place slippage and the doctor fixed it. Other medications (oral, etc.) That the patient was taking at the time of the event was baclofen. The patient¿s pertinent medical history was reported as no medical history. The representative indicated there was no package normality observed before opening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.